Manufacturer narrative:
Please note correction to d9 (product available to stryker). The reported event could be confirmed with the provided radiograph in which we can see that the nail is broken from its proximal web. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on the limited information available, the root cause of the reported event cannot be defined as this is often muti-factorial: the location of the fracture and the technical aspects of the surgical procedure could have contributed to the event. Furthermore, patient condition and activity levels post-op may also have contributed to an inadequate load distribution, and therefore the breakage of the implant. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the patient came to the emergency room because of pain, and a broken nail was diagnosed. Patient required revision surgery."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "the patient came to the emergency room because of pain, and a broken nail was diagnosed. Patient required revision surgery."